Manufacturer narrative:
(B)(4). Covidien requested further info on the incident such as actual values obtained, expected values, and patient info. To date, no new info has been received. This is report one of two. Reference both medwatch reports: 2936999-2014-00007 and 2936999-2014-00008.

Event description:
It was reported to covidien that during use, the reading was 4% lower than expected. No pt harm reported.